Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s connector broke and the cartridge became stuck in the pump, and the patient¿s family was advised to use tweezers or pliers to remove the connector and to provide lot information for investigation. Symptoms included no reported adverse clinical effects. Outcomes included continued device use with normal operation after the family confirmed that everything was working and no further assistance was needed. Investigation included follow-up calls and an sms to assess connector removal and device function. Investigation of this case revealed a reported connector breakage with a stuck cartridge that was resolved through user troubleshooting, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user troubleshooting resolution with no confirmed device malfunction.